Manufacturer narrative:
The product was scrapped by stryker.

Event description:
It was reported that at the user facility foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that at the user facility foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.